Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections could not be completed because the lot information could be: d4 - lot number - 06504. D4 - expiry date - sep 1, 2027. D4 ¿ UDI (B)(4). H4 - manufacture date - sep 16, 2022. Or the lot information could be: d4 - lot number - 08539. D4 - expiry date - dec 1, 2027. D4- UDI-(B)(4). H4 - manufacture date - dec 14, 2022. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event informatin is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D2: product code: lry. The following sections could not be completed because the lot information could be: d4 - lot number - 06504, or the lot information could be: d4 - lot number - 08539. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the punch does not make a clean cut. It tore a part of the aorta when being deployed which required the surgeon to perform additional suturing of the hole. There was a short delay to repair the aortic punched hole. Attempts have been made and additional information on the reported event is unavailable at this time.